Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Gastrointestinal bleeding has been identified as a known potential risk associated with use of all vads as outlined in the instructions for use (IFU). Known contributing factors to gi bleeding include individual patient comorbidities and pharmacological factors. The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines. Although this event is likely related to the device support and required anticoagulant therapy, there is no evidence to suggest a relationship to any device performance or manufacturing issues. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported from the site that on (B)(6) 2016 the patient hemoglobin (hgb) was found to be 6.3 g/dl down from 11.4 g/dl on (B)(6) 2016 and he was asked to come to the hospital emergency department (ed) for further evaluation. The patient received 2 unit of prbcs in the ed for increase of hgb to 6.9 g/dl. On (B)(6) 2016 the patient had egd that showed nodular gave which was treated with thermal therapy. Patient also has cameron lesion which are a friction erosion caused by his hiatal hernia and is being treated by high dose ppi.&#2057;t was reported that the issue was resolved on (B)(6) 2016 and the patient was discharged. No additional information available.